Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. The "ok" and up/down arrow buttons are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: the keypad was found to be damaged; the button symbols were worn and the keypad cover was found to be torn and lifting below the ok button. During testing, the up arrow, down arrow and contrast keypad buttons were found to be unresponsive; the ok button responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.